Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the heartmate ii system controller (serial number (B)(6)) overheating and a dim liquid crystal display (lcd) screen could not be confirmed through this analysis; however, the reported event of a dim pump running light emitting diode (led) was confirmed via product testing. The heartmate ii system controller was returned for analysis. Upon performing a self-test, a dim pump running led was noted. The controller was able to operate a mock circulatory loop for an extended period of time with no issue or alarm and passed all functional testing. After an extended operation of a mock circulatory loop, the temperature was measured at various points on the controller. These measurements were observed to be within the typical range of an operating controller, and the controller did not feel warm to the touch throughout testing. The submitted and downloaded log files contained data from 14jan2026 through 26feb2026. There were no notable alarms related to the controller in the log files. A CAPA was implemented to address dim leds. This system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led in use. Provided information indicates a controller exchange was performed and no further issues were reported. A root cause for the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU and the heartmate ii patient handbook are currently available. Heartmate ii instructions for use section 2 entitled ¿system operations" addresses the system controller user interface and describes all indicator lights and what to do. The patient handbook section 2, entitled ¿how your heart pump works¿ informs the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The IFU, section 8, entitled equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was hot to the touch, and the green light appeared dim. Log files were submitted for review and captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the hot controller was not identified, and an exchange was not performed. On (B)(6) 2026, the site reported that the controller was becoming very hot, too hot to touch per the patient. A very dim green light and partial dimness on the interrogation screen of the controller was also reported. Additional log files were submitted for review which contained no unusual events recorded in the log file event history.